Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5153388.

Event description:
It was reported that a patient presented with an unspecified malfunction noted on the patient's lead. The lead was capped and no adverse patient consequences were reported,